Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer primed the infusion set tubing to address the issue. The customer's blood glucose (bg) level was 279 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.